Event description:
It was reported that pump displayed minimum fill notification when caller attempted to reload cartridge that still contained at least 80 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge, which resolved issue and allowed caller to resume insulin delivery.